Event description:
The pt reportedly is experiencing sound qual issues. External equipment was exchanged, however, the issue was not resolved. Device testing revealed abnormal results. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.